Event description:
Thirty minutes on the dialysis air detector alarmed. Noticed air in the blood lines. Blood returned. Changed dialyzer and blood lines. After few minutes air detector alarmed and noticed air in the system again. Line recirculated and another needle inserted. Treatment resumed without any problem.